Manufacturer narrative:
All of the buttons are functioning properly and no damage was found on the keypad assembly. Inspected the connector on the lcd and no unlock keypad connector. All operating currents are within specification and the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump skips one step of the bolus menu when double clicking the act button. The customer's blood glucose level was 11 mmol/l at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.